Event description:
The following has been reported: "therapy with the infusion syringe pump agilia sp sn: (B)(6) started on saturday, on (B)(6) 2023 at 17:00 with the delivery rate: 5.2 ml/h. The blood pressure drug norepinephrine was administered. The infusion syringe "injectomat syringe 50 ml" was used for this purpose. Ref: m930000 was used. Clear identification of the batch is not possible, as the packaging of the infusion syringe was discarded. The ICU has the following three lots in inventory at this time: lot: 32211353, 32185113 or 32137103. The end of the drug to be administered, norepinephrine, should usually be alerted by the infusion syringe pump. This did not occur during this therapy. The incident was detected by an ICU staff member at approximately 02:30 on (B)(6) 2023, by the "invasive blood pressure low" alarm on the patient monitor. The syringe plunger of the infusion syringe pump was fully inserted and the display showed a remaining time of six minutes. Thus, there was no medication in the infusion syringe that could be administered to the patient. Therapy of the drug norepinephrine with the infusion syringe pump was stopped by the ICU nursing staff and the syringe system was disconnected from the patient. Therapy was continued with the parallel second infusion syringe pump with the drug norepinephrine and the patient's blood pressure normalized." Reporting due to the referenced issue as a conservative measure. More information is needed to complete the investigation.